Event description:
Leakage occurred at the bottom of the bio-pump near the blood outlet port following 23 hours of ECMO use. Unit was changed out with no reported injury. The instructions for use indicate that the device is to be used for extra corporeal circulatory support for periods appropriate to cardiopulmonary bypass procedures. ECMO is an off label use of the device.